Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was discovered that the reverse trigger was getting stuck in the "on" position creating a potential for the device to continue to run unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.